Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set had air in line. The following information was received by the initial reporter with the following: it was reported by customer that the patient was getting keytruda infusion but set was not infusing due to air in line. Line was cleared of air but still saying air in line. Channel was changed, pump brain was changed, pump sensor and line was wiped with alcohol swab but still saying air in line. Pharmacy was informed. Keytruda with the infusion set returned to pharmacy. New bag with new infusion set hanged and was running smoothly.